Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive to presses. In addition, it was reported that the wake button is no longer functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer stated that when the pump was turned on the battery gauge was at 25% and depleted to 5% a few minutes later. Customer had elevated blood glucose levels (318 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Reportedly, customer has back up lantus and syringes for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported battery issue complaint was verified. There was no failure identified for the reported touchscreen and wake button issue.